Manufacturer narrative:
Internal insulation abrasion was noted in one location beneath the right ventricular shock coil breaching the right ventricular cable lumen that was noted at 6.4-6.6 cm from the distal tip. The etfe cable coating was not damaged. External insulation abrasion breaching only at the optim sheath noted at 26.1-26.2 cm proximally from the distance end of the svc shock coil.

Event description:
This report is to advise of an event observed during analysis.